Manufacturer narrative:
E1: establishment name- (B)(6). The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical component problem, but the cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the ceramic head was damaged on the sheath. There were no reports of patient involvement.